Event description:
It was reported that the patient's blood glucose level rose to approximately 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported experiencing nausea. The patient reported upon removal from the infusion site (arm) the cannula was found bent. Patient noted they called their primary healthcare provider multiple times on june 3, 2026, and was advised to manually administer 5 units of insulin as a correction dose and a new pod was placed. No formal medical intervention was reported.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g998u1uesjhzb1 hardware: sm-g998u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.